Event description:
The pt reportedly presented themself to an emergency dept of their local hospital with right ear pain and "injected tm". The pt was prescribed antibiotics (exact prescription name not given) and sent home. The pt expired at home several days later. According to the implant surgeon, an autopsy confirmed meningitis although the exact strain will never be known. The pt was reportedly vaccinated in 1998 (vaccination type not given).